Event description:
It was reported that during a da vinci-assisted surgical procedure that the jaws of the monopolar curved scissors (mcs) instrument would not close. An instrument release key was used to close the jaws so the instrument could be removed. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.